Event description:
Dental implants were explanted due to a loss of osteointegration. Poor oral hygiene was reported to be a contributing factor. In addition, the pt has a clenching habit. This is the same pt as reported in MFR report number 2029012-1997-00070